Event description:
It was reported that the patient was experiencing some inflammation and itching at the ipg and lead incision sites due to possible infection or a reaction from the adhesive. The infection was not confirmed. The patient was given an anti-microbial dressing over the two areas and was continuing to heal.

Manufacturer narrative:
Exact date unknown, event occurred after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7112530/7112538.